Event description:
An elderly patient was status/post cardiac catheterization and was in the ccu. Femostop was placed on the patient's thigh and the sheath was removed. The femostop was inflated, however the gauge registered zero pressure. The patient's leg was discolored indicating there was pressure from the device. The device was removed, discarded and another device applied.====================== health professional's impression======================the device did not register pressure.